Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that after changing the port due to an inflamed nodule, the pt noticed that the adhesive did not stick as well as usual. All was well for a couple of hours but then he began to feel increasingly "off." This feeling did not improve after extra doses of the study drug. Initially, he missed that the port was leaking. It was several hours before he realized there was a leak-continuous weeping from the port entry site. After changing port site, things gradually improved. No patient injury was reported.